Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "long-term results of use of the anatomic medullary locking prosthesis in total hip arthroplasty" written by c. Anderson engh, jr, md, william j. Culpepper, ii, md and charles a. Engh, md published by the journal of bone and joint surgery, incorporated (1997) was reviewed. The article's purpose was to report upon the clinical and radiographic results of 233 consecutive primary hip arthroplasties in 215 patients before january 1985 with the aml prosthesis. The article does not provided adequate information to determine accurate quantities of impacted products. Depuy products utilized: aml monoblock cementless, poly liner, cocr cup. Adverse events: thigh pain (associated with loose femoral stem and treated by revision - femoral components and liner were exchanged), infection (treated by revision and all components explanted and replaced), recurrent dislocations (treated by revision), loose cups (treated by revision), osteolysis (associated with poly liner wear) in acetabulum and migration of cup (treated by revision), hetero-topic ossification leading to re-hospitalization (no further information provided), intra operative femoral fracture (resulting in extended hospital stay and treated intraoperatively with plate), pulmonary embolism (no interventions indicated), general reports of pain without root cause.